Manufacturer narrative:
Patient initials are (B)(6). Both stent and delivery system are reportedly returning but have not yet been received. A review of the lot history record (lhr) was performed. There were no non-conformances observed for this lot that and the lot conforms to its predetermined specifications and requirements, including for stent retention. A review of instructions for use (IFU) was conducted. Inability to cross, removal difficulty, and stent dislodgement are listed in the IFU as known potential adverse events. Investigation is not yet complete. A follow-up report will be submitted with any additional relevant information. It should be noted: the cobra pzf stent IFU (section 6.8 precautions: stent system removal) states: remove the entire system as a single unit if: unable to cross the lesion easily. Resistance is encountered anytime during either stent advancement across the lesion or removal of the delivery catheter after deployment. (B)(4).

Event description:
On (B)(6) 2018, a (B)(6) year old male patient presented with two-vessel disease with calcification. During percutaneous coronary intervention (pci) for treatment of proximal and distal lesions in the tortuous right coronary artery (rca), a 2.5x30mm cobra pzf nanocoated coronary stent system was advanced past the mid rca with difficulty crossing the mid rca at the bend. After crossing the mid rca, numerous attempts were made to cross the distal rca lesion, but the device was unable to cross, despite pushing against resistance. The physician then decided to withdraw the stent system to alternatively treat the lesions with two smaller stents, however, upon withdrawal into the 6fr guideliner catheter, resistance was felt against the guideliner and the stent was stripped off of the balloon at the guideliner. After approximately 30 minutes, the dislodged stent was snared using an en snare device. Treatment of the target lesions was aborted. The patient was stable at the conclusion of the procedure with no reported adverse sequelae. Additional information was requested.